Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that they had high blood glucose level and the insulin pump was under delivering insulin. Customer¿s blood glucose value at time of incident was 506 mg/dl and current blood glucose value was 191 mg/dl. Customer reported symptoms like vomiting, abdominal pain, nausea, difficulty breathing. Customer treated with a humalog pen and an injection into the abdomen. Customer stated that the insulin pump had been powering off and has several power error detected in history. Customer was assisted in doing high pressure test and it passed. Insulin pump will not be returned for analysis.